Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump was returned to the manufacturer for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination revealed presence of thrombus, thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Hemolysis and device thrombosis/malfunction are known potential adverse events associated with the use of all ventricular assist devices (vads) as outlined in the labeling. The instructions for use (IFU). Further outlines that hemolysis may be due to non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. The setting of alarms as well as potential causes and guidelines for optimal patient management are addressed. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported in the u.s. That when the patient came to the clinic the ldh level was elevated as well as elevated hemolysis markers. The patient was admitted through the ER with complaints of right upper quadrant pain and hematuria and was admitted for further evaluation. Vad tones were audible and lungs were clear with auscultation. The driveline exit site dressing was clean dry and intact. Flow rate was 4.6, pump speed was 2800 with power (watts) 5.5. Chest x-ray was negative for fluid overload/congestive heart failure. Inr was therapeutic. Pump thrombosis was suspected and heparin drip was started. The decision was made to exchange the pump the following day. The pump exchanged (B)(6) 2015 was clean; however, pannus was around the inflow, but did not come out with the pump. It had to be dissected out and a new pump was implanted without any further issues. It was reported that the patient is doing well. The pannus was disposed of and was not sent to pathology. It was indicated that the pump will be returned.